Event description:
It was reported that prior to an unspecified procedure, foreign matter was found inside the steril package. Upon opening the sentinol biliary 10mm x 41mm x 750cm stent delivery system package, a hair was found on the tray within the package. There was no patient contact with the device. The procedure was completed with a different device.